Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Patient initiated complaint: it was reported by our patient that. She found my name/number on FDA¿s recall site. She wanted to know if her attune knees implanted in germany were recalled. Attune knees germany original surgery (B)(6) 2014 bilateral revision surgery in texas left side in 2019 approximately (B)(6) (was not successful) revision on left (B)(6) 2020. Revision surgery in right in (B)(6) of 2021. Patient indicated she underwent bilateral tkas with attune implants on (B)(6) 2014 in germany. She underwent a revision of her left knee in 2019 for instability and tibial tray loosening (unknown interface or cement mfg involved). All implants were removed and its unknown what implants (manufacturer) were placed as revision. She underwent a revision of her right knee in (B)(6) of 2021 for instability and tibial tray loosening (unknown interface for cement mfg involved). All implants were removed and its unknown what implants (manufacturer) were placed as revision. The patient is seeking recall information. Patient was informed the part/lot information of the implants placed in 2014 is needed. Patient indicated she has this information and provide us with this information. Patient was provided her pc number for future reference and informed once part/lot information is received, we will assist with determining if her specific implants have been involved within any field actions/recalls. Patient indicated she continued to have instability problems post revision in 2019 of her left knee and had an intra-op fracture while implanting the new femoral component, but the implant mfg are unknown.

Manufacturer narrative:
Product complaint # (B)(4). The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.